Manufacturer narrative:
Article website: http://thejns.org/doi/abs/10.3171/2014.12.jns141437. The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting a defect in the device. The events were procedure related and post procedure events and the causes were unknown. The lot history record review was not possible since the lot number was not reported. (B)(4).

Event description:
Citation: cheng-chia lee, et al. Stereotactic radiosurgery for arteriovenous malformations after onyx embolization: a case-control study. J neurosurg volume 123. Published online february 6, 2015. The following report was received by medtronic (covidien) through review of literature: a total of 25 patients had onyx embolization prior to srs (stereotactic radiosurgery). In one case during embolization with either onyx 18 or onyx 34, a patient had an intraoperative hemorrhage and postprocedural hemiparesis. The embolization group consisted of 15 females and 10 males, with a median age of 42 years (range 8 to 67 years).